Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, after the initial implant procedure, the patient began having urinary output issues. The patient states the issue worsened leading to him being admitted to the emergency room with acute kidney failure. The patient states a subsequent cystoscopy showed significant inflammation near the prostate causing the blockage of urine.